Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), indicates the use by symbol which is the next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a guide break occurred during foot deployment of the first proglide device. The proglide device did not detach completely which allowed guide wire reinsertion, maintaining access to the vessel. A second proglide device was successfully deployed. A third proglide device was attempted; however, a guide separation occurred during foot deployment. The metal part was completely separated from the plastic part and with no support the sheath was expelled by the beat of the artery making it impossible to introduce a guide wire into the artery. Knot advancement with the suture of the second proglide device was performed; however, hemostasis was not achieved due to a loose knot. The patient began to bleed and became hypotensive, an unspecified balloon was inflated in the iliac artery through the contralateral femoral access to stop the bleeding. Vascular surgeons were requested of immediate surgical repair of the artery and hemostasis was achieved via surgical suturing. The tavi procedure was able to be completed with an 18f sheath. The patient was taken to intensive therapy and evolved properly. There was no reported clinically significant delay in the procedure or therapy. After the event, the physician was notified that the proglide devices were expired since 31-mar-2017. No additional information was provided.